Event description:
The caregiver reported a display message with the abbott diabetes care (adc) device. The customer received a "connected to computer" message displayed when the device was not connected to a computer, and the customer was unable to obtain glucose readings. As a result, the customer felt unwell and self-presented at a hospital "because of an infection, and they thought they had a blood infection because their sugar was so high". At the hospital, there was report of "blood infection" and the customer was administered insulin (dose/type unknown) for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection on the returned reader revealed liquid contamination in the universal serial bus (usb) port. The liquid contamination found in the usb port would prohibit the user from charging the reader, causing it power off. The reader was de-cased and liquid contamination was observed on pcba (printed circuit board assembly). This contamination prevented the reader log from being downloaded. Therefore, the issue was not confirmed to use, due to liquid contamination found inside the usb port. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.